Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation results are based upon the user facility information and the evaluation of retention samples from three recently produced lots. A visual examination of the retention samples confirmed there were no visual defects. Functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The same user facility reported two other devices used in different events with the same product code, see MDR 1118880-2016-00182 and 1118880-2016-00183. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: excessive bleeding from the valve; the procedure was completed successfully; and there was no patient injury or medical intervention required, patient is recovering as expected.